Event description:
I took my daughter to the dentist. They gave her a filling and sealants. They used a heat gun device that had a blue light at the end. After the procedure was over she had a severe burn mark on her cheek next to her mouth. She said she could feel extreme heat but could not speak because her mouth was propped open with a plastic wedge. (B)(6).